Manufacturer narrative:
E1. Initial reporter facility name-(B)(6) medicine. E1. Initial reporter address 1-no. (B)(6). Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the balloon is missing a chunk 28mm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to the balloon.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that the balloon was leaking water. The patient was being treated for vascular sclerosis and stenosis of lower extremity. A 3.0mm x 80mm x 150cm sterling sl balloon was advanced for dilation. However, after the balloon was inflated to 5 atmospheres it was noted that the tip was leaking water. The procedure was completed with another of the same device. No complications reported and the patient was stable. However, device investigations revealed that the balloon is missing a chunk 28mm from the tip.